Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Subsequently, when the pump turned back on it was noted that the touchscreen was unresponsive to presses. Customer's blood glucose level was 150 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.